Manufacturer narrative:
Evaluation is in process, but not yet concluded.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the flexible drive cable on the sternal saw was intermittently cutting out. The device was not changed out, as they used the saw for the case but the surgeon felt the saw cut out a little during use. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.